Event description:
It was reported that a patient death occurred. On (B)(6) 2021 the patient underwent a percutaneous coronary transluminal angioplasty (ptca). Vascular access was obtained via the radial artery. The 80% stenosed, 3.5mm x 25mm, concentric de novo, target lesion was located in the non-tortuous and non-calcified left anterior descending artery (lad). Following predilatation with a 3.00 x 12 balloon, residual stenosis was 40%. A 3.50 x 28 synergy drug eluting stent was deployed in the lad and a 2.75 x 30 non boston scientific drug eluting stent device was deployed in the obtuse marginal (om) artery. No significant resistance was encountered. Post dilation was performed and the procedure was completed. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure. On (B)(6) 2021, the patient presented with recurrent chest pain, and an angiogram revealed coronary aneurysm around the deployed 3.50 x 28 synergy stent. The patient underwent a coronary artery bypass graft (CABG), and passed away the same day.